Event description:
Per the clinic, the patient experienced poor performance, abnormal sound quality, excessively loud sounds and pain during stimulation with the device, which led to the decision to discontinue its use. Subsequently, atypically low impedances were noted on 10 electrodes. Reprogramming attempts were made; however, the issue could not be resolved. The patient also reported discomfort and burning sensation at magnet site and was unable to tolerate further programming attempts. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.